Event description:
During an initial device implant procedure, loss of capture (loc) was observed on the device. The device was exchanged to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of problems tightening the ventricular setscrew was confirmed. Analysis revealed that the user/physician completely stripped the ventricular setscrew inset. When the setscrew inset is stripped the setscrew cannot be tightened onto the lead. The device output cannot be transmitted to the lead which transmits it to the patient. The device was next tested with the new setscrew which could be tightened on to a lead in the device connector. The device output was found normal and passed all electrical testing. The capture problem was related to the physician/user¿s incorrect use of the torque wrench stripping the setscrew so it could not be tightened on the lead.